Event description:
Reportedly, one month after implantation of the subject pacemaker, a reintervention was performed to reposition the leads because of observed capture and detection failure. During the procedure, there was evidence of a release of the silicone cap that protects the fixation setscrews of the atrial and ventricular leads. The device will be replaced and returned for analysis.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, one month after implantation of the subject pacemaker, a reintervention was performed to reposition the leads because of observed capture and detection failure. During the procedure, there was evidence of a release of the silicone cap that protects the fixation setscrews of the atrial and ventricular leads. The device will be replaced and returned for analysis.